Event description:
The customer alleged that she performed control tests and received results of 245 and 250 mg/dl. She performed another control test while troubleshooting and received a result of 258 mg/dl. The normal control range was 102-141 mg/dl. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.